Event description:
Per family's request, revision surgery will not be performed. No further action is planned with regards to vns therapy.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The patient had reportedly been experiencing significant neck pain with stimulation for 2-3 weeks. Normal mode output current was subsequently reduced from 2.25ma to 1.75ma and device diagnostic testing was not performed as it was believed that the patient's pain was due to an intolerance to stimulation at the higher setting. Three days after the parameter reduction, the patient's family member reported that the patient's pain had decreased and that the patient seemed to be doing okay. Approximately three weeks later, the patient's family member contacted treating neurologist to report that the patient's neck pain had returned. Device diagnostic testing performed at office visit four days later resulted in high lead impedance reading. X-rays reviewed by treating physician did not reveal any obvious discontinuities in the ncp system. Device diagnostic testing was repeated two days later and yielded the same results. Further follow-up with caregivers at group home where patient resides revealed that the patient had suffered two falls just before the neck pain began. Lead break as a result of the falls is suspected. Caregivers plan to monitor the patient's seizure activity and schedule revision surgery if there is a loss of seizure control. The patient will be re-evaluated by treating physician in two or three months.